Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The patient underwent a revision procedure but it was a failed revision. The patient still had burning sensation at the pocket site. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient's burning sensation at the pocket site was resolved.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The patient underwent a revision procedure but it was a failed revision. The patient still had burning sensation at the pocket site. No further course of action will be taken.